Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.50 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent struts at the most distal stent strut rows were lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred due to handling. The balloon cones were reviewed; and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer extrusion and mid-shaft section and visual examination of the inner extrusion found no issue with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 3.50 x 20 synergy drug-eluting stent was selected for use to treat the lesion. However, during unpacking, it was found that the part of the strut was lifted. The procedure was completed with another of the same device. No patient complications nor injuries reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.50 x 20 synergy drug-eluting stent was selected for use to treat the lesion. However, during unpacking, it was found that the part of the strut was lifted. The procedure was completed with another of the same device. No patient complications nor injuries reported.